Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during initial drain was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The home patient (hp) stated he was not sure how air could have gotten into the device. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during initial drain. The technical service representative (tsr) assisted the hp with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and start over with new supplies. The patient was involved, but there was no patient injury or medical intervention reported. A follow up was made via phone call. The hp stated that he did not notice any visible damage or abnormalities with the supplies in use and could not find anything that would have caused air to get into the lines. The hp stated the sample was discarded and he did not know the lot number of the cassette since he had started a new box. The hp stated that the next set of supplies worked well without any problems. The hp stated he did not talk to his registered nurse (rn) about the alarm. The hp stated that therapy has been going fine since the alarm. There was no patient injury or medical intervention reported.